Event description:
At the time of the event, pump was plugged in, smoke was seen near iui connector, and plastic near iui connector melted. Location where event occurred is unknown; however, customer reported that the device was not in use on a patient at the time of the event. Date of occurrence and other event details unknown. Biomed manager would like to know if something may have spilled in device. There was no medical intervention required. Customer stated the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.